Manufacturer narrative:
B3 date of event updated. Device evaluated by MFR.: promus element,mr,ous 2.50x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region lifted and pulled from crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element long drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38mm promus element long drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.